Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an insulin safety syringe. The customer reports after the nurse administered the insulin, she deployed the safety shield and believed it clicked in place but could not be absolutely certain, the needle guard then disengaged and stuck the nurse. Normal hospital protocol was followed for a needle stick injury.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway, upon completion the results will be forwarded.